Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion sets fell off events during use on date 20-may-2024, 23-may-2024, 03-june-2024, 11-june-2024 and 19-june-2024. The infusion sets were in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.